Manufacturer narrative:
H3 - a manufacturer representative went to the site to test the system. Testing revealed that the surgical arm failed the joint 4 stress test. The surgical arm was replaced. The system then passed the system checkout and was fully functional. Evaluation of the returned software export concluded that the most probable root cause for the reported deviation was due to patient or platform shift. The suspected shift apparently occurred after instrumenting l5 left (first noticed deviation after two accurate screws). The rep performed several trouble shootings but only after performing additional registration and taking additional snapshot the issue was resolved. Taking additional registration and snapshot eliminated the suspected patient or platform movement and after that all screws executed accurately. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the surgical arm found the complaint was confirmed. The surgical arm passed a stress test, but failed an accuracy test. The flange of j6 was loose, the current consumption of j4 was high and the camera and front plate were the old version. The surgical arm was repaired, recalibrated and passed all testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a sacroiliac and thoracolumbar procedure. It was reported that during a l3-l5 psf case there were accuracy issues with this system. The surgical system was attached to the right side of the operating table. A schanz pin was placed in the left psis and connected to a bone mount bridge to mount the surgical system to the patient. Registration was successfully completed. The surgical arm was sent to l3, l4, and l5 to mark the skin. Each trajectory was then executed by placing the long handle blade, dilator, cannula, mallet, long drill guide, long drill, 5.5 mm tap, and long driver. For the last two trajectories on the left side, navigation showed that the tools were slightly more superior, about 2 mm, in the lateral view. The surgeon determined that navigation was acceptable based on variance in the system. The variance gradually increased as the surgeon instrumented l4 and l5. After instrumenting screws on the left side, the surgical arm was sent to the right side to mark the skin. When placing the cannula and dilator for right l3, navigation showed the tools were far too superior, approximately 5 mm, in the lateral view. The surgeon passed the long handle blade again to relive any remaining soft tissue pressure. The surgical arm elbow was moved to the left side and was then sent to right l3. Next, the surgical arm was sent to the clear up position followed by being sent to right l3. Navigation accuracy was checked using the planar probe on the arm guide and the patient. Both seemed accurate so a new snapshot was not taken. The surgical arm was sent to the right l4 and l5 positions and navigation showed the same superior trajectory. A surgical arm accuracy test was performed and checked with the cannula and dilator. The manufacturer representative noted that no one in the operating room observed the robotic reference frame being moved or bumped. The frame was confirmed to be tightly and correctly connected after the case. C -arm images were taken with the cannula and dilator in place. This confirmed that the trajectory was too far superior and the accuracy of the registration was lost. The screws on the left side were confirmed to be accurate by the surgeon. The surgeon decided to re -register the patient by acquiring new ap and oblique images. No problems were encountered and registration was completed successfully. Navigation was checked using the planar probe on the arm guide and patient and appeared to be accurate. The surgical arm was sent back to right l3 and the trajectory appeared too far superior. Accuracy of the navigation was confirmed again with the probe and dilator, but continued to show the trajectory was far too superior. Navigation accuracy was again confirmed to be accurate by checking the arm guide divots while the surgical arm was on trajectory. A new snapshot was taken. The arm guide test passed and the surgical arm was sent to right l3. Navigation appeared accurate and the trajectory of the dilator was confirmed when taking a lateral c-arm image. The surgeon moved to right l5 and trajectory of the dilator on navigation appeared accurate. The screw was placed and the surgical arm was sent back to right l3 so the final screw could be placed. The surgeon decided not to place a screw at right l4 and complete the construct with rods and set screws. Accuracy of the screws were confirmed by taking ap and lateral c-arm images. There was no patient harm and the procedure was delayed less than an hour.